Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, noise due to electromagnetic interference resulted in oversensing and automatic mode switching was observed on the device. Abbott technical support was contacted and no intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.